Event description:
It was reported that patient underwent total knee arthroplasty procedure (B)(6), 2011 utilizing signature guides. The tibial guide made a varus cut of more than 10 degrees. Traditional instrumentation was used to complete the procedure.

Manufacturer narrative:
Supplier's evaluation of event was limited to the review of planning and procedures as the device has not been returned for evaluation. It was identified that during the segmentation phase of manufacturing, the tibial bone was undersegmented on the medial side of the tibia potentially contributing to the incorrect fit of the guide on the patient's bone.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Supplier's evaluation of event was limited to the review of planning and procedures as the device has not been returned for evaluation. It was identified that during the segmentation phase of manufacturing, the tibial bone was undersegmented on the medial side of the tibia potentially contributing to the incorrect fit of the guide on the patient's bone. It was further noted that the knee was improperly registered, which led to an incorrect tibial and femoral mechanical axis; however, a conclusive root cause could not be determined.